Event description:
During a knee surgery it was reported that the saw disconnected where the saw blade is attached. This happened when the surgeon was doing the distal cut. The surgery was performed with another saw due to this incident. The surgeon washed out the wound to eliminate any possible debris that might contaminate the steril field.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the saw blade disconnected. The device was inspected and found the output assembly had disengaged from the saw shaft assembly due to a loctite failure, also found that there are 2 dowel pins and the keying ring that were not sent in with the device. Due to the missing dowel pins and keying ring this failure would be user error due to the time in the field and excessive wear. No manufacturing related defects were observed. No further investigation is required.